Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by auxiliary matrix drawer 7, which was clicking but failing to open. A field service engineer replaced the u-link to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient and the nurse went to another medication station to retrieve the required medication. The customer stated that there was no harm or delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.